Manufacturer narrative:
Product event summary # 9730027 driver open spine clamp; inst 9730026 clamp, angled, open spine (prezzo n/d). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the site had two spine clamps that were broken. No patient present.